Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5036656) on 12-sep-2014. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in back') and cholecystitis ('gallbladder inflamed/ gall bladder disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pain ("pain"). On (B)(6) 2012, the patient experienced otorrhoea ("ears filled with fluid") and tinnitus ("ringing in ears"). On (B)(6) 2013, the patient experienced chest pain ("pain right side under rib"). In 2013, the patient experienced cholecystitis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), alopecia ("hair falling out"), hair texture abnormal ("super dry hair"), thyroid mass ("lump right side of thyroid (2 nodules)"), arthralgia ("wrist pain"), plantar fasciitis ("plantar fascitis") with pain in extremity, night sweats ("night sweats"), insomnia ("don't sleep anymore"), breast cyst ("cyst on left breast"), hypoaesthesia ("numbing in hands and feet"), paraesthesia ("tingling in hands and feet") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (gall bladder removed and essure removed). Essure was removed in (B)(6) 2014. At the time of the report, the back pain, cholecystitis, vaginal infection, pain, otorrhoea, chest pain, alopecia, hair texture abnormal, thyroid mass, arthralgia, plantar fasciitis, night sweats, insomnia, breast cyst, hypoaesthesia, paraesthesia and ovarian cyst outcome was unknown and the tinnitus had not resolved. The reporter considered alopecia, arthralgia, back pain, breast cyst, chest pain, cholecystitis, hair texture abnormal, hypoaesthesia, insomnia, night sweats, otorrhoea, ovarian cyst, pain, paraesthesia, plantar fasciitis, thyroid mass, tinnitus and vaginal infection to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. This case became potential legal. Events: ovarian cyst were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5036656) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in back') and cholecystitis ('gallbladder inflamed/ gall bladder disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pain ("pain"). On (B)(6) 2012, the patient experienced otorrhoea ("ears filled with fluid") and tinnitus ("ringing in ears"). In (B)(6) 2013, the patient experienced chest pain ("pain right side under rib"). In 2013, the patient experienced cholecystitis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), alopecia ("hair falling out"), hair texture abnormal ("super dry hair"), thyroid mass ("lump right side of thyroid (2 nodules)"), arthralgia ("wrist pain"), plantar fasciitis ("plantar fascitis") with pain in extremity, night sweats ("night sweats"), insomnia ("don't sleep anymore"), breast cyst ("cyst on left breast"), hypoaesthesia ("numbing in hands and feet"), paraesthesia ("tingling in hands and feet"), ovarian cyst ("ovarian cyst/3 on my ovaries"), ear infection ("ear infection") and feeling abnormal ("brain fog"). The patient was treated with surgery (gall bladder removed and essure removed). Essure was removed in (B)(6) 2014. At the time of the report, the back pain, cholecystitis, vaginal infection, pain, otorrhoea, chest pain, alopecia, hair texture abnormal, thyroid mass, arthralgia, plantar fasciitis, night sweats, insomnia, breast cyst, hypoaesthesia, paraesthesia, ovarian cyst, ear infection and feeling abnormal outcome was unknown and the tinnitus had not resolved. The reporter considered alopecia, arthralgia, back pain, breast cyst, chest pain, cholecystitis, ear infection, feeling abnormal, hair texture abnormal, hypoaesthesia, insomnia, night sweats, otorrhoea, ovarian cyst, pain, paraesthesia, plantar fasciitis, thyroid mass, tinnitus and vaginal infection to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Events ear infection and feeling abnormal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5036656) on 12-sep-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in back') and cholecystitis ('gallbladder inflamed/ gall bladder disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pain ("pain"). On (B)(6) 2012, the patient experienced otorrhoea ("ears filled with fluid") and tinnitus ("ringing in ears"). In (B)(6) 2013, the patient experienced chest pain ("pain right side under rib"). In 2013, the patient experienced cholecystitis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), alopecia ("hair falling out"), hair texture abnormal ("super dry hair"), thyroid mass ("lump right side of thyroid (2 nodules)"), arthralgia ("wrist pain"), plantar fasciitis ("plantar fascitis") with pain in extremity, night sweats ("night sweats"), insomnia ("don't sleep anymore"), breast cyst ("cyst on left breast"), hypoaesthesia ("numbing in hands and feet"), paraesthesia ("tingling in hands and feet"), ovarian cyst ("ovarian cyst/3 on my ovaries"), ear infection ("ear infection") and feeling abnormal ("brain fog"). The patient was treated with surgery (gall bladder removed and essure removed). Essure was removed in (B)(6) 2014. At the time of the report, the back pain, cholecystitis, vaginal infection, pain, otorrhoea, chest pain, alopecia, hair texture abnormal, thyroid mass, arthralgia, plantar fasciitis, night sweats, insomnia, breast cyst, hypoaesthesia, paraesthesia, ovarian cyst, ear infection and feeling abnormal outcome was unknown and the tinnitus had not resolved. The reporter considered alopecia, arthralgia, back pain, breast cyst, chest pain, cholecystitis, ear infection, feeling abnormal, hair texture abnormal, hypoaesthesia, insomnia, night sweats, otorrhoea, ovarian cyst, pain, paraesthesia, plantar fasciitis, thyroid mass, tinnitus and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.